Event description:
It was reported that the customer's insulin pump had a broken battery cap. The customer's blood glucose level was not reported. He/she received a failed battery test. The product was returned. Nothing further to report.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection. Pump was monitored. All operating currents tested within specific range. No failed battery test alarms noted. Loose/protruded drive support disk noted.